Event description:
Legal counsel for patient reported that patient underwent total left hip arthroplasty on (B)(6) 2006 and a revision procedure performed on (B)(6) 2011 due to patient allegations of pain and personal injury. Legal counsel reports a further revision procedure on (B)(6) 2012 for unknown reasons. A review of invoice history revealed the initial left hip arthroplasty procedure on (B)(6) 2006. Invoice history confirmed the date of the (B)(6) 2011 revision procedure and that the acetabular cup, modular head and taper insert were removed and replaced. Invoice history confirmed the date of the (B)(6) 2012 and that the head and liner were removed and replaced. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "material sensitivity reactions.¿ and "dislocation and subluxation due to inadequate fixation and improper positioning. Muscle and fibrous tissue laxity may also contribute to these conditions. " this report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. This report is number 1 of 3 mdrs filed for the same event (reference 1825034-2014-01446 / -01485/ -05211).

Event description:
Legal counsel for patient reported that patient underwent total left hip arthroplasty on (B)(6), 2006 and a revision procedure performed on (B)(6), 2011 due to patient allegations of pain and personal injury. Legal counsel reports a further revision procedure on (B)(6), 2012 for unknown reasons. A review of invoice history revealed the initial left hip arthroplasty procedure on (B)(6), 2006. Invoice history confirmed the date of the (B)(6), 2011 revision procedure and that the acetabular cup, modular head and taper insert were removed and replaced. Invoice history confirmed the date of the (B)(6), 2012 and that the head and liner were removed and replaced. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information received in the (B)(6), 2011 left hip revision operative report noted the revision was due to instability, popping and pain. Operative report further noted the presence of cloudy fluid, white discoloration of the fascia, gray tissue deposits, discoloration of the trunnion and metal-wear debris. The modular head, taper adapter and acetabular cup were removed and replaced.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
Legal counsel for patient reported that patient underwent total left hip arthroplasty on (B)(6) 2006 and a revision procedure performed on (B)(6) 2011 due to patient allegations of pain and personal injury. Legal counsel reports a further revision procedure on (B)(6) 2012 for unknown reasons. A review of invoice history revealed the initial left hip arthroplasty procedure on (B)(6) 2006. Invoice history confirmed the date of the (B)(6) 2011 revision procedure and that the acetabular cup, modular head and taper insert were removed and replaced. Invoice history confirmed the date of the (B)(6) 2012 and that the head and liner were removed and replaced. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information received in the (B)(6) 2011 left hip revision operative (op) report notes the revision was due to instability, popping and pain. Op report further notes the presence of cloudy fluid, white discoloration of the fascia, gray tissue deposits, discoloration of the trunnion, and metal-wear debris. The modular head, taper adapter, and acetabular cup were removed and replaced. Additional information received in patient op notes dated (B)(6) 2012 reports patient was revised due to instability. Op report further notes the presence of amber-colored, clear synovial fluid and gray-stained synovial tissue. The modular head was removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 14 states, ¿intraoperative or postoperative bone fracture and/or postoperative pain.¿ this report is number 1 of 2 mdrs filed for the same event (reference 1825034-2014-01446 / 01485).